Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump black box showed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. No moisture was observed. The returned battery cap attached securely to the pump, however, the battery cap was unable to maintain an electrical connection; power loss and reboots occurred with the returned cap. The battery cap contact height measurement was found to be within specification; the battery cap contact width measurement was not within specification; the battery cap contact was observed to be bent. During testing, the pump powered on normally using a test cap and was exercised for 24 hours with no alarms or intermittent power occurrences. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).